Manufacturer narrative:
As no return of product is intended, boston scientific cannot confirm nor deny this reported clinical allegation. Should additional information become available, this event wiil be updated.

Event description:
Boston scientific received information that during a follow up visit, this right ventricular lead displayed high out of range impedance measurements. In addition, increased threshold measurements were displayed. A revision procedure was performed. This lead was surgically abandoned and replaced. Post replacement, measurements were within normal limits. During this same procedure, a device upgrade was performed. No left ventricular lead was implanted due to torturous patient anatomy. This implant procedure will be performed in the future. No adverse patient effects were reported.